Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the yellow o-ring on the battery cap was visible at the time of the power interruption. During troubleshooting, the battery cap was able to be secured properly and there was no damage noted to the battery cap or battery compartment. During troubleshooting, the reporter was advised to change the battery to one from a new pack, and the pump did not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: visual inspection revealed that the battery compartment was cracked. The returned battery cap was unable to fully tighten. The battery cap contacts measured within required specifications. Investigation revealed evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was unable to power on due to moisture contamination. A leak test showed a leak at that battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.